Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic check of an alert for atrial noise reversion. Upon interrogation, it was noted that the right atrial lead exhibited noise. Programming changes were made to avoid inappropriate tracking of atrial noise. The patient was in stable condition.